Event description:
It was reported by the customer's wife that the customer started doing set changes on their own. Customer is having less low blood glucose levels. Customer is happy with the improvement. Customer's educator made a few changes. Customer still had a few low blood glucose levels that were unexplainable. Customer's wife declined being transferred to the help line. Customer is using bayer. No further assistance required.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).